Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawing, manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one prior to use kcfw-6.0-18/38-45-rb-anl2-hc was returned for investigation. Further inspection confirmed a brown mark was present inside the packaging of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not otherwise made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states "do not use the product if there is doubt as to whether the product is sterile". Based on the information provided and the examination of the returned product, investigation has concluded that the root cause for this event could be traced to a deficiency with manufacturing. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, a brown mark was found inside the package of a flexor ansel guiding sheath. The user believed that sterility was compromised. The device was not used.